Event description:
User receiving high results for glucose. Five patient samples are known to be affected. Two examples are provided. Sample 1 initial result 121 mg/dl, repeat 92 mg/dl. Sample 2 initial result 130 mg/dl, repeat 99 mg/dl. No erroneous results were released. The field service representative determined the cover was not put on properly and was rubbing into the cells leaving dust on and in the cells. He put the cover in the proper position and replaced all cells. Performance tests were performed.